Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the pump¿s keypad was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/13/2014. Device evaluation:the device has been returned and evaluated by product analysis on 02/25/2014 with the following findings: the keypad cover was found to be peeling at the ok button. The up arrow, down arrow, and ok buttons were unresponsive to button presses. The contrast button was found to have an intermittent response, which has no effect on insulin delivery function. The keypad cover was removed and contamination was visible under all of the key contacts. Unrelated to the complaint, evaluation revealed a crack along the battery compartment and moisture was observed inside the compartment. Also unrelated to the complaint, evaluation revealed a dim, discolored display screen. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).